Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 113 reduced water temperature control since 3:11. Now nurse stated patient temperature (pt) was not getting to targeted temperature (tt). Patient temperature (pt) was 34.9c, targeted temperature (tt) was 37c, water flow rate (wfr) was 1.1 l/m, 4 pads connected to adult patient. System diagnostics with pads in regular mode, outlet monitor temperature (t1) was 34.9c, outlet control temperature (t2) was 35c, inlet temperature (t3) was 34.5c, chiller temperature (t4) was 8.9c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -4.1 psi, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 0, heater command (hc) was 59%, water reservoir level (wrl) was 5, system hours were 359, pump hours were 202.3. Placed device in manual control at 40c with no pads, after about 3 minutes, outlet monitor temperature (t1) was 19.5c, outlet control temperature (t2) was 19.6c, inlet temperature (t3) was 26.9c, chiller temperature (t4) was 17.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was 0 psi, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 100%, heater command (hc) was 0. Advised to swap out to alternate device and send this one to biomed for evaluation. Sn dyfual028 noted it was important to call at the time they receive the alerts because it was trying to notify them that the device could not make the needed water temperature. Do not ignore alerts/alarms.

Event description:
It was reported that the arctic sun device alerting 113 reduced water temperature control since 3:11. Now nurse stated patient temperature (pt) was not getting to targeted temperature (tt). Patient temperature (pt) was 34.9c, targeted temperature (tt) was 37c, water flow rate (wfr) was 1.1 l/m, 4 pads connected to adult patient. System diagnostics with pads in regular mode, outlet monitor temperature (t1) was 34.9c, outlet control temperature (t2) was 35c, inlet temperature (t3) was 34.5c, chiller temperature (t4) was 8.9c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -4.1 psi, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 0, heater command (hc) was 59%, water reservoir level (wrl) was 5, system hours were 359, pump hours were 202.3. Placed device in manual control at 40c with no pads, after about 3 minutes, outlet monitor temperature (t1) was 19.5c, outlet control temperature (t2) was 19.6c, inlet temperature (t3) was 26.9c, chiller temperature (t4) was 17.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was 0 psi, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 100%, heater command (hc) was 0. Advised to swap out to alternate device and send this one to biomed for evaluation. Sn (B)(6) noted it was important to call at the time they receive the alerts because it was trying to notify them that the device could not make the needed water temperature. Do not ignore alerts/alarms. Per follow up information received via task on 01jul2025, this device has not been repaired yet. They have been waiting for the delivery of the box and address to send it in for repairs. The po has been placed through ge.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. Water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -4.1 psi, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 0, heater command (hc) was 59%, water reservoir level (wrl) was 5, system hours were 359, pump hours were 202.3. Placed device in manual control at 40c with no pads, after about 3 minutes, outlet monitor temperature (t1) was 19.5c, outlet control temperature (t2) was 19.6c, inlet temperature (t3) was 26.9c, chiller temperature (t4) was 17.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was 0 psi, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 100%, heater command (hc) was 0. Advised to swap out to alternate device and send this one to biomed for evaluation. Sn (B)(6) noted it was important to call at the time they receive the alerts because it was trying to notify them that the device could not make the needed water temperature. Do not ignore alerts/alarms. Per follow up information received via task on 01jul2025, this device has not been repaired yet. They have been waiting for the delivery of the box and address to send it in for repairs. The po has been placed through ge. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: b, d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.